Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent a lead replacement procedure was doing well postoperatively. The explanted device was disposed by the facility.